Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issue as it keeps on giving air bubbles at the top of reservoir and no matter how many times she put back the bubbles it keeps on recurring. Customer's blood glucose level was 111 mg/dl. Customer reported that the insulin pump received insulin flow blocked alarm. Customer received the alarm earlier and that kicked her out from auto mode and so she simply changed the set but, still received. Customer declined troubleshooting as she does not want to waste an insulin. The reservoir will not be returned for analysis.